Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was in atrial tachycardia/atrial flutter. The device initially appropriately identified the rhythm, however, a single atrial beat was undersensed and resulted in v greater than a being satisfied. Inappropriate anti-tachycardia pacing (atp) and 2 inappropriate shocks were then delivered. The second shock was noted to have converted the rhythm. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.